Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl and was unconscious for several hours. The customer did not require medical assistance. The customer did not receive any pump alerts or alarms. The customer stated that the carbohydrate setting needed to be changed as the customer would override this setting and manually enter another value. The customer's healthcare provider had been contacted. The customer's bg value has returned to the target value.